Manufacturer narrative:
Based on the claim against the product by the customer noting faults returned, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi tse assisted the isi fse with troubleshooting 23072 errors. The isi fse ran the proximal harness on the outside with no change. The isi fse was going to try to recalibrate. It was also recommended to monitor set up joint (suj) tracker to verify that the signals from both pots were seen. The isi tse advised the isi fse to consider replacing column harness if the issue is not resolved by recalibration. The isi fse went on-site, confirmed error 23072 errors hard on the system, and replaced the suj to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform a failure analysis. The suj was analyzed, and the reported failure was confirmed by error 23072 in the field logs attached by the isi fse, the error could not be replicated on the system. Though the complaint could not be replicated by fa, the complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer-reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer experienced hard error 23072 on the system. The issue is ongoing, and the customer contacted intuitive surgical, inc. (Isi) technical support engineer (tse) for troubleshooting assistance between cases to troubleshoot 23072 errors. Log review showed errors 23070 and 23072 on the universal surgical manipulator (usm) 3, z-axis. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.